Manufacturer narrative:
Upon receipt of this device at our quality assurance laboratory, the fiber underwent thorough analysis. Microscopic inspection identified one cylinder had buckling at folds in the distal end of the cylinder, and there was a hole at the corner of the fold. Leakage testing of the cylinder identified there was a fluid leak from the distal end of the cylinder. Microscopic inspection of the second fiber identified it had buckling at folds in the distal end of the cylinder. There was a hole at a corner of the fold. The proximal end of the cylinder also showed signs of wear at the proximal end of the cylinder. Leakage testing of the second fiber did not identify any fluid leaks. Microscopic inspection of the reservoir kink resistant tubing (krt) found it had a hole caused by wear, the reservoir also had wear at a fold in the reservoir shell. Leakage testing of the reservoir found there was a fluid leak at the strain relief krt junction due to fatigue. Microscopic examination of the pump found the krt was work to the filament. Leakage testing and functional testing of the pump identified there were no further device issues.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was no longer working due to a break in the tubing. The ipp device was explanted and a new device was implanted. The new device implanted was not a boston scientific device. There were no patient complications reported.